Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump after the sensor had already been connected to other devices, resulting in pairing failure to the pump. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms and no need for medical care. User support included remote troubleshooting and education that confirmed the g7 can connect to only two devices at a time and that the sensor needed to be placed back into pairing mode with the pump. Investigation of this case revealed that the sensor had been paired to the phone and watch, preventing successful pairing to the pump, and that reconfiguring cgm settings on the pump and re-entering the pairing code resolved the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user setup conflict due to multiple device connections and use error addressed through education.